Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was 585 mg/dl. The events leading to her admission was vomiting and excessive thirst. The customer was experiencing unexplained high glucose for the past day. Troubleshooting was performed. The customer's most recent glucose reading was 218 mg/dl, and she has treated with the insulin pump and manual injections. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.